Event description:
Increased output of the rv lead due to capture management recording a threshold of > 2.5 v. The outputs were automatically programmed to 5 v@ 1.0 ms. In clinic today, the thresholds were 0.5 v @ 0.4 ms. Approximately 6 months ago, thresholds were similar at 0.5 v@ 0.4 ms. Impedances have remained consistent. Patient is dependent and has no recorded r-wave measurements (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).